Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 ccr (rep, hcp): medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that t9 on the right side was deviated. There was no patient harm reported.

Event description:
Additional information received from a manufacturer representative reported the screw was estimated to be deviated by approximately 5 mm. The left t8 screw was deviated laterally out of the vertebral body during a percutaneous case in the thoracic spine. The docking surface appeared to be flat on both the sagittal and axial view. The anti-skive tool was not used by the surgeon. The pedicle was small and the 4.5 screw that was planned, maxed out the pedicle. No troubleshooting was done as the deviated screw was found after the surgical system was removed from the bed. The surgeon did not want to use the guidance system to reposition the screw so they freehanded the screw. The representative believed the ats screw created its own path caused by resistance from the small pedicle. The tulip head of the screw was located at the planned position at the top of the facet joint. All other screws were accurately placed. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.